Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including plugging the pump into a power source known to work, but these steps did not resolve the issue, as the screen remained off. Ultimately, the decision was made to replace the pump, despite it being out of warranty.